Event description:
Information was received from a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. While on the call, the patient mentioned the previous pump had to be replaced due to the catheter having a kink, the pump was not delivering any medication and the patient was in a lot of pain. The patient stated she was in so much pain that she was taking oral pain meds 4x a day. The patient stated she got the pump filled about every 3 months and for the last 3 pump fills the pump was almost all the way full. The patient sated she had a fill on (B)(6) 2024 - which volume discrepancy was the pump was nearly full. The patient stated she saw her hcp on (B)(6) 2024 and one of those dates the patient had a pump refill at home and also reported volume discrepancy was nearly full pump. The patient did not recall the event date of the first pump fill discrepancy. The patient also stated the pump had been moving and had slipped down out of the pocket and the doctor would have a difficult time trying to find the catheter port to fill the pump. The patient stated the doctor did a catheter dye study on (B)(6) 2024 which was when they found the kinked catheter.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID: 8784 (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2022; explant date: on (B)(6) 2024; ubd: 2023-09-13; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.